Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had door had failed. A field service engineer remotely assisted with customer and recovered the door via manual release and recovery. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the tower door had failed. The customer reported that this malfunction occurred when a user was trying to dispense medication to a patient. This issue resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.